Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, for the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 9 open samples with the needle detached from the thread (threads are still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the open samples received and that there are previous confirmed complaints regarding the same issue for this code-batch, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show the needle escaped from the thread. Final conclusion: taking into account that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use. No additional information was provided.